Manufacturer narrative:
Pharmacovigilance comment: the serious event of arterial occlusive disease was considered expected and possibly related to the treatment. The likely root cause for the event include intravascular filler injection leading to arterial obstruction and its manifestations. Although there was no information reported about performed medical interventions, the patient is in urgent need for medical care, and therefore the serious criteria include the need for medical intervention to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a consumer/other non health professional which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane to lips (unknown amount, lot number, injection technique and needle type). Unknown time later, on an unknown date, the patient experienced a serious complication indicative of labial artery obstruction(arterial occlusive disease). Treatment for the adverse event was not reported. Outcome at the time of the report: serious complication indicative of labial artery obstruction was unknown.